Manufacturer narrative:
The investigation included a review of the complaint details, documented use conditions, and remote troubleshooting steps performed with the user. The device was placed on an ilet charge pad and the charge pad continued blinking while the pump failed to initiate charging, consistent with the reported behavior. Based on the available information, the event is attributable to a device malfunction involving the pump¿s wireless charging function, with a suspected faulty connection within the wireless charging circuit on the mainboard. The complaint is confirmed and the original device has been requested for return to complete evaluation.

Event description:
It was reported that an ilet pump failed to charge on its wireless charging pad, with the pad indicator flashing green despite outlet changes and case removal, and a replacement pump was arranged. Symptoms included no adverse clinical effects. Outcomes included no impact on health or hospitalization. Investigation included customer troubleshooting and evaluation of charging function through power source changes. Investigation of this case revealed a suspected device charging malfunction. It was concluded that the event involved a device malfunction related to charging that necessitated replacement, with the original device to be returned for evaluation.